Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 51-53 mg/dl were recorded by continuous glucose monitor (cgm) from 9:18:51 pm to 9:23:52 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 9:18:51 pm. A tubing fill of size 12.4 units was observed on (B)(6) 2020 at 2:26:38 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2020, at 3:25:03 pm, user made a bolus request of size 20.6 units, approximately 7 hours prior to the low bg. On (B)(6) 2020, at 8:00:35 pm, user made a bolus request of size 15.5 units, approximately 1 hour prior to the low bg. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.